Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a retrograde intrarenal surgery procedure performed on (B)(6) 2019. According to the complainant, the stent became stuck when inserting in the patient and could not be pulled out. General anesthesia was used during removal of the stent. Upon removal, the stent was reported to be knotted. The procedure was completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.